Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a sudden change in bipolar impedance from 600 ohms to 1700 ohms on ventricular lead. An outer coil conductor fracture was questioned. The lead is still in use and no patient complications were reported as a result of this event.